Event description:
It was reported that on june 21, 2024, upon inserting the 10x90 screw, the t27 driver broke due to the high bone quality of the patient. Multiple drivers broke including the majority of the t27 driver inventory and the t27 driver bit as well trying to back the screw out so that it could tap and then attempt to implant the screw once again. Surgeon was unable to remove the screw and had to utilize a metal cutting burr to cut the head off the screw and burr the screw down leaving the majority of the screw shank in the patient. Surgeon was able to utilize the navigation instruments and get another screw in to provide an anchor on that side, and the surgery was successful. Surgeon stated there was no clinical significance of the screw being left in the patient, and that there should be no change in the patient's projected outcome. This report is for a 6.35 nav driver - shaft t27. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported the revision surgery occurred due to broken rod at the site of a failed tlif from years ago. There was added length to case, but no patient damage or adverse outcome. Unknown about of time for surgical delay. Pc-(B)(4) are related to each other. (B)(4) created to capture the revision surgery. (B)(4) created to capture the intra op event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: a1 b5 h3, h4, h6 photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the 6.35 nav driver - shaft t27 was found broken from the tip. Broken fragments is not visible on provided evidence. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the 6.35 nav driver - shaft t27 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.